Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws of the device opened, the clip advanced, but the jaws could not be closed to close the clip. A new device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.